Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received for a ventilator that was initially reported for an allegation the device was not charging it's batteries. The device's software was reloaded at a third party service center to address the issue.